Event description:
It was reported that the hcp was able to aspirate from the reservoir, but was unable to refill it. All efforts to refill were all unsuccessful. The patient was scheduled for pump replacement soon. No patient symptoms were reported.